Manufacturer narrative:
Internal complaint # tw (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and the tool electrodes. It was observed that one of the electrodes was bent, but remained attached to the base. The other electrode appeared in good condition. A mechanical evaluation was performed. The blue toggle switch was manipulated to extend and retract the bisector blade. It was observed that the blade extended and retracted with no difficulty. This mechanical evaluation was repeated 10 times with no observed failure. Based on the received condition of the device and the evaluation results, the reported failure mechanical issue was not confirmed. The analyzed failure material twisted/bent was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Upon inspection by the harvester the blade had rotated approximately 45 degrees and become dislodged from its track. No excessive force or abnormal harvesting procedure had been exposed to the cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Upon inspection by the harvester the blade had rotated approximately 45 degrees and become dislodged from its track. No excessive force or abnormal harvesting procedure had been exposed to the cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.